Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31153101l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter which entangled with the rv lead and required a surgical intervention. About 2 hours after the start of the af procedure during the procedure, the qdot micro¿ catheter became entangled with the rv lead of the implantable cardioverter defibrillator (ICD) and almost dislodged. After the procedure, an ultrasonography was performed in the intensive care unit (ICU) and it confirmed that the rv lead was deflected and was on the left atrium (la) side. After the deflection was resolved and placed to the original position in the catheterization room, and the patient was followed up. The next day, the patient recovered without any particular problem. The physician's opinions on the relationship between the event and the product is that the product itself was not defective. It may have been due to the fact that the ablation catheter caught the lead of ICD during la access. No abnormalities observed prior to or during use of the product.